Manufacturer narrative:
Final analysis found the pulse generator was in backup vvi due to transient non-maskable interrupt - nmi. After reloading product code, no anomalies were noted. The cause of the transient nmi could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device could not be restored. The device was explanted and replaced. There were no consequences to the patient.